Manufacturer narrative:
Initial reporter fax#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte 14ga x 1.75in catheter tip was damaged. The following information was provided by the initial reporter: when opening the material for use, a failure in the catheter tip (irregular tip) was identified.

Event description:
It was reported that insyte 14ga x 1.75in catheter tip was damaged.the following information was provided by the initial reporter: when opening the material for use, a failure in the catheter tip (irregular tip) was identified.

Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 9224703, and no quality issues were found during production. Our quality engineer reviewed the provided photo but could not observe and defects with the device. Based off the provided photo the engineer was unable to verify the reported defect. Since no defects were observed a definitive root cause could not be determined. H3 other text : see h10.